Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. The customer had symptoms such nausea and dizziness. The customer treated with 12 units of insulin from the insulin pump. Customer's blood glucose value was high mg/dl at the time of the call. Customer reported that the high blood glucose levels began in the morning. The customer changed the reservoir, and checked again. The blood sugar was still running high. Customer declined to troubleshoot will be calling her healthcare professional regarding her high blood sugar. The product was not returned for analysis.